Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) clarifying the report of the implant being in the wrong place by stating that the paddle was in the correct place, it just was not providing relief. The patient is having a revision on (B)(6) 2024.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt called and stated they got an x-ray and a rep told them the implant is "in the wrong place". Pt has a surgery on nov 21st.

Event description:
Rep reported that they saw the patient with the new neurosurgeon pt is trying to have his care taken over with. Hcp agreed to revise the paddle with a 565. Revision will be scheduled.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). During the call, pt mentioned they had surgery again in (B)(6) and took the "old ones" out to put closer to their spine and also put in a bigger paddle.

Manufacturer narrative:
Continuation of d10: product ID 977c265 , serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type lead . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that in the most recent conversation, patient was getting relief, but then was not compliant with the instructions given with the programs.

Event description:
Information was received from a patient regarding an implantable neurostimulator. Pt states he has this thing in back over a year and getting ready to see another surgeon to have it taken out because not in the right place as it wasn't put in the correct spot by first surgeon. Pt states he cannot get anyone to see him. Pt states his pain level is at a 12-20. Pt reports getting no relief. Pt states he takes a half bottle of z-quill and valium a night and still wakes up in pain and believes he's not getting treated right. During call pt states they are trying to stop smoking but nothing is working so they are hurting really bad. Patient said they have been doing this for over a year and are still waking up in pain because of their back and they don't think they are being treated right. Pt states the rep wants to have an x-ray done. Pt states they are talking about taking device out and hoping no scar tissue. Patient mentioned they are waking up at 1: 30 in the morning and drinking a whole bottle of z-quill and they can't go back to bed because their back is hurting so bad. Pt states just spoke to a rep a day ago. Pts states he's not being treated right.  Pss offered to help and pt became extremely escalated and demanded manager to see why no-one will get his device to work right. Pss advised correct person to work with and stated can email the reps however pt declined and wanted a manager. Pt states he doesn't want a field person to talk to and advised what agents title was and pt stated not head up management and would not talk to agent. Pss put caller on hold and during hold the patient hung up. Pss reached out to other agents for escalated call and they agreed to call patient back. Because of nature of call, pss had a hard time gather necessary information. Ps called patient at both phone numbers on record, there was no answer on number and the other number answer but no one talking. Patient called back stated the device haven't helped him since he got the implant. Patient stated the trial helped. Patient stated he met with rep few months ago and was told the ins is wrong the place and they did different program but device is not helping. Patient stated he was in contact with rep who relocated and he haven't heard from rep. Patient stated he is seeing a dr and have an appointment wit him on (B)(6) 2023 at 8:15am and wants a rep present. Patient stated his pain level is 12-20 and he is taking different medication, hydrocortisone, valium and waking up at night in pain.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.